Event description:
This procedure was to extract cardiac leads. A spectranetics glidelight laser sheath was used for the procedure. An svc tear occurred. The patient did not survive the procedure. This report is being made against the glidelight as a potential contributory device.